Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by cloudy effluent and abdominal pain. The same day as event onset, the patient began treatment with intraperitoneal (ip) amikacin and ip cefazolin (no further details) for the peritonitis which was continued with ambulatory management. Nine days after event onset, the pd effluent became dark and subsequently the patient was hospitalized for the peritonitis event. Two days after hospitalization the patient passed away. The cause of death was unknown. It was reported an autopsy was not performed. The peritonitis was not resolved prior to death. Dianeal therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available.